Manufacturer narrative:
(B)(6). Correction: section d1: brand name updated. Section h11: method: the subject mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was unable to be returned to fisher & paykel (f&p) healthcare for evaluation as it had been discarded by the healthcare facility. Our investigation is based on the information, photographs, and video provided by the healthcare facility and our knowledge of the product. Results: review of the provided video confirmed that the mr290v vented autofeed humidification chamber was leaking water from the chamber base. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber and rt380 adult dual heated evaqua2 breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was leaking water after ten minutes of patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was leaking water after 10 minutes of patient use. There was no patient harm reported.